Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that device had spitting clips and the clips were malformed. A new device was introduced to complete the case. There was no consequence to the pt. Add'l info received on 3/11/97. It was clarified that clip did not fall into pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.